Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. The device communicated properly with meter and sensor. No communication anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error alerts and communication issues. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and hardware low level failures. Customer cleared alarm and performed self test. Pump errors occurred once self test was completed. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.